Event description:
Prior to an implant procedure, the device was unable to be interrogated using bluetooth telemetry. The device was not used.

Manufacturer narrative:
The reported field event of interrogation anomaly was confirmed. The cause of the communication anomaly is consistent with a memory corruption, resulting in the loss of bluetooth (ble) connectivity.